Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752r. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site had difficulty navigating electromagnetic (em) instruments. Technical services (ts) facetimed the site and determined that the site was able to register with the registration probe but even after other instruments were verified, they would not navigate. The system would show the crosshairs as red. Ts observed the site switch between the registration probe and the other instruments and noted that the surgical instrument tray was hovering above the patients neck and within the field of the flat emitter being used. Ts had the site check the tracking window and it showed the instrument jump between two locations. The site moved the instrument tray further from the flat emitter field and the other instruments were then able to be navigated. The issue was confirmed resolved on call. Conflicting information was received on patient presence.